Event description:
The customer reported that the collimator is stuck and the customer is unable to get images. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Broken wires in the high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.